Manufacturer narrative:
Date sent to the FDA: 8/5/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2003 and mesh was implanted. The patient had a previous mesh implanted on (B)(6) 2004 which is captured in separate file. No additional information was provided.